Manufacturer narrative:
The esheath plus introducer sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Returned imagery was evaluated, and the following was observed: tip radially torn but still intact, tip appears to not have opened along the axial score line, stretching noted throughout distal tip, calcification in patient's access vessel and tortuosity in patient's access vessel. All inspections are conducted on 100 percent of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformance were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual, esheath plus IFU and no IFU/training deficiencies were identified. This event reports a sheath distal tip tear after device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete. A product risk assessment (pra) and corrective action preventative action (CAPA) were previously initiated to investigate the cause and assess the risks associated with the reported event. The complaints for "sheath distal tip torn" and "resistance between system components - difficulty advancing through sheath" was confirmed through returned procedural imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "while retrieving the esheath, the operator noticed that the slit on the distal end of the esheath was peeling away. Through follow-up it was clarified that there was no resistance felt but the physician noticed the torn sheath after retrieval of the sheath from the arteriotomy". Per evaluation of the procedural imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally returned patient imagery showed calcification and tortuosity, specifically near the aortic-bifurcation . Per the IFU, "access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity". These patient factors can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip during advancement.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 ultra valve in the aortic position via transfemoral approach, while retrieving the esheath, the operator noticed that the slit on the distal end of the esheath was peeling away. Through follow-up it was clarified that there was no resistance felt but the physician noticed the torn sheath after retrieval of the sheath from the arteriotomy. There was moderate tortuosity at common iliac but not out of the ordinary. Device was discarded.